Event description:
It was reported that the patient did not recharge the ipg as recommended and the ipg became inoperable. Surgery may occur to address the issue.

Manufacturer narrative:
¿Date of event¿ is estimated. During processing of this complaint, attempt was made to obtain patient weight.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.

Event description:
Additional information received indicate the patient underwent surgical intervention wherein the ipg was explanted and replaced to address the issue.